Event description:
On 05/20/97 the technican detected a burnt smell coming out of the autopheresis-c system hardware equipment. The equipment was plugged in but not in use at the time. There was no donor on the machine. The technician noticed that there was a message displayed: plug in power cord. Shortly after that, the display became nonfunctional. The equipment was placed out of service. The equipment will be sent back to baxter healthcare for analysis.